Event description:
The pt reported not feeling well; the pump therapy did not cover her pain and she was on oral medication. The device had made a siren-like sound; the pump made "weird noises" that occurred approx every two hours. The drug previously used in the pump was morphine. The rep reported that during follow-up the next day, the low-reservoir alarm had sounded; no rotor stall alarm had occurred. The pump had been filled with saline and was programmed to a minimum infusion rate (date unknown), and the physician anticipated revision surgery in 2007. The pt was very sick and had been in pain. No motor stall alarms were noted and the cause of the event was unknown. The rep subsequently reported that during revision, the physician suspected "twiddler's syndrome;" the catheter appeared to have dislodged from the intrathecal space, approximately 6cm of catheter remained in place and the catheter was twisted and kinked. The catheter condition has been attributed to repeated rotations of the pump by the patient and the entire catheter was replaced. An intra-operative roller study was done, which showed acceptable pump roller movement. The pump was replaced due to a history of volume discrepancies that had been noted during pump refills. Both the pump and catheter would be returned for analysis. Refer to MFR report #6000030-2007-03557.